Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-70 (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inches stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
Additional information received stated that the patient had a pervasive infection. The physician believes the infection was caused by the procedure. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that during a lead revision procedure, due to lead migration, the physician chose to explant the patient's precision system due to an infection. The patient was placed on ciprofloxacin.

Event description:
A report was received that during a lead revision procedure, due to lead migration, the physician chose to explant the patient's precision system due to an infection. The patient was placed on ciprofloxacin.